Event description:
The patient reported a hospitalization in (B)(6) 2020 she had bg in the mid to upper 500 range upper, felt confused, sick and lethargic. Patient went to the hospital and was hospitalized for a diagnosis of diabetic ketoacidosis (dka) and discharged to home after one night in the hospital. The patient reported that the hyperglycemia in this hospitalization was from her forgetting to fill her vgo device with insulin. The patient reported she had a second hospitalization for an overnight stay for dka in (B)(6) 2020 for bg again in the mid to upper 500 range and she states that this was the result of the vgo device not adhering to her skin. The patient found the vgo detached from her body in her clothing after an unknown length of time. Patient reported she felt confused, sick and lethargic so she was taken to the hospital and kept for treatment for dka.